Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the customer experienced an elevated bg level of "high"; specific value not provided. Cause of elevated bg was unknown. Customer delivered a correction bolus via the pump to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.